Manufacturer narrative:
H3 other text : device evaluated by third party.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no patient harm or injury reported. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. The unit was scrapped.

Manufacturer narrative:
Additional information was received, and the section h11 should be updated as, a device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no patient harm or injury reported. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. The unit was scrapped. The manufacturer received additional information alleging throat cancer. There was no report of medical intervention. The section e1 was updated and sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was updated for adverse event and product problem. (Only the product problem was checked in the previous MDR.). Section b2 was updated to other serious or important medical events. (Previously, it was blank.). Section h1 was changed from malfunction to serious injury. Section h6 health effects: clinical codes and health effects - impact code was updated.